Manufacturer narrative:
Product event summary: analysis confirmed the reported event; there was a deviation between the stylus and the cursor on the screen. It was noted a stylus calibration didn't solve the problem. The stylus was found to be defective and the touchscreen needed to be replaced.

Event description:
It was reported the display of the programmer has difficulties responding to pen commands,in most cases doesn't respond at all to pen commands. The programmer was returned for service. There was no patient involvement.